Manufacturer narrative:
(B)(4). The surgeon did not attempt to open the device with his fingers, rather he introduced another superjaw directly next to the first and fired it. Once the risk of trauma to the enclosed tissue was mitigated, the device was removed. No change in plan of care to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a colectomy procedure, surgeon was using with acceptable performance until jaw ceased opening after firing, sometime mid-procedure. Case completed with another device. There were no patient consequences reported.